Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to clean baths, aperture path and vacuum isolator chamber. After cleaning the parts, the customer called back and reported persistent voteouts and a fluid leak. The customer was instructed to bleach the white blood cell (wbc) bath another time and put the instrument in shutdown, overnight. The customer reported the following day that the issues were persisting and beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the instrument and did not confirm an active leak; however, the fse observed a small amount of diluent that had overflown the wbc bath. The fse replaced drain tubing through valves: lv7, lv8, lv13 and lv15 as part of incidental service. The fse replaced the wbc bath assembly, resolving the wbc voteouts. The failure mode of the reported leak was not identified as the fse did not locate a source. The failure mode of the wbc voteouts was attributed to the wbc bath assembly. Beckman coulter internal number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a clear fluid leak of approximately 1ml on the coulter ac t diff 2 analyzer. The leak was not contained within the instrument. The customer reported white blood count (wbc) voteouts on patient samples prior to the discovery of the leak. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.